Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2003 and sling was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and dyspareunia. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/13/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder frequency, nocturia, urinary retention and urgency.

Event description:
Details: it was reported that following insertion the patient experienced bladder frequency, nocturia, urinary retention and urgency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.